Event description:
It was reported that the procedure was to treat a mildly tortuous, chronic totally occluded, heavily calcified 100% stenosed below bifurcation right coronary artery. A 1.5 x 12 mm trek balloon catheter was advanced to the lesion; however, during the second inflation, the balloon ruptured at 8 atmospheres. Another 2.0 x 15 mm trek was used for pre-dilatation and the procedure was completed with stent implantation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of product deficiency